Event description:
Caller reported a cartridge alarm on july 29, 2025, and encountered difficulty reloading the existing cartridge before contacting technical support the following day. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer used multiple daily injections as a backup insulin method until successfully receiving assistance from technical support to load a new cartridge correctly and resume insulin therapy.